Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hypoglycemia. The patient's blood glucose (bg) levels reached 2.2 mmol/l (39.6 mg/dl). The patient tried to treat themselves by eating bananas/sandwiches. When they saw that the bg levels were not rising, they asked a friend to drive them to the ER. The patient does not remember the exact treatment he was given to raise his bg's but reports that he was released the same day.